Event description:
This lead was explanted and replaced due to dislodgement. The lead had fallen into the ventricle and it looked like the connector pin was bent. The physician tried two new leads for the ra but was unable to find a stable spot with either of them so the atrial port was plugged and the pacemaker was programmed to vvi. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent is-1 connector pin was observed as mentioned in the complaint description. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. Further analysis of the lead revealed cuttings in the insulation which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.